Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a cracked hub. The event occurred on a pediatric unit. Although requested, no additional patient information or event details were provided.

Event description:
It was reported that there was a cracked hub. The event occurred on a pediatric unit. Although requested, no additional patient information or event details were provided.

Manufacturer narrative:
The customer¿s report of a cracked hub was confirmed. Visual inspection observed that the male luer collar was cracked from its collar base. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue were observed. No testing was deemed necessary due to the obvious damage. The root cause was identified as design of the male luer component.